Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) procedure, shaft detachment occurred. The 90% stenosed lesion was located in a shunt in the calcified and moderately tortuous right radial vein. While removing the balloon protector from the 4.00mm/1.5cm/140cm small peripheral cutting balloon, strong resistance was encountered and the shaft near the rx port was detached. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: device analysis revealed the returned device was in two sections as a result of a shaft break 24.8cm from the catheter tip. Stretching was present at the break site. The balloon protector was returned on the balloon. The catheter could not be prepared for balloon protector removal as the shaft was broken however, using straight force, the protective sheath was pulled from the balloon with little resistance. All blades were present and fully bonded to the balloon. The balloon and tip sections were microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) procedure, shaft detachment occurred. The 90% stenosed lesion was located in a shunt in the calcified and moderately tortuous right radial vein. While removing the balloon protector from the 4.00mm/1.5cm/140cm small peripheral cutting balloon, strong resistance was encountered and the shaft near the rx port was detached. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).